Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During a (B)(6) event organised a team of scrub nurses were handling drill bits without surgical gloves being worn. During this event, and likely due to the nurses not wearing surgical gloves, there were three reported finger injuries. The finger injuries were minor cuts caused by handling the drills by their sharp edged flutes.

Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. The complaint description states it was suspected the nurses were not wear surgical glooves when handling the drill bits. A two year complaint database search did not idnetify similar reports. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.